Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the healing abutment would not seat the implant. Implant had to be removed. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® with dcd® tapered implant 5/4 x 10mm (bnpt5410) was returned for investigation. Visual inspection of the as returned product identified significant signs of wear from use about the implant threads, and damaged all throughout the internal hex and threads. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 8 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018080138. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018080138) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (bnpt5410). Therefore, based on the available information, device malfunction has occurred and the reported damaged threads event was confirmed for the implant following inspection of the returned product. The functionality of the reported healing collar could not be verified without product return. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative. The following sections have been corrected: d4: device lot number.